Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted the iab sheathless via the femoral artery after the iab was prepped per instruction. The procedure went as planned, and everything was "fine." The perfusionist began to remove the drape off the patient when the drape stuck to the extension line, so while pulling the drape off the patient, the connector "snapped." Once broken it could not be replaced. As a result, the iab was removed and replaced without incident. There were no reported patient complications.